Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Necrosis: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, necrosis.

Event description:
Healthcare professional reported left "ruptured" implant, "mass-forming fat necrosis" and "there is florid foreign-body type giant cell reaction present in both specimens associated with implant." Device was explanted and replaced.